Manufacturer narrative:
H10: received two new list# 20130-01, spinning spiros (lot# 4749754) on may 20, 2020 and were received and visually inspected. As received, no damage or anomalies were identified. The tw spiros devices were functionally tested. Both samples met product performance specifications. Both samples were leak tested and no leakage was observed. Without the return of used product the reported complaint of a leaking spiros cannot be confirmed. The device history review (DHR) for lot number 4749754 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. Investigation is not yet complete.

Event description:
The event occurred on an unknown date. The event involved a spinning spiros® closed male luer, red cap that the customer reported leaking adriamycin from the spiros cap. A small drip of medication did come in contact with the patient clothes but there was no contact with the patient's skin. The patient was given scrubs and the spill was cleaned up per facility protocol. The tubing and drug was replaced and the therapy was resumed. There was patient involvement and a delay in critical therapy, however, no report of adverse event.